Manufacturer narrative:
Retainer ring clear. The insulin pump was returned for recurring insulin flow blocked alarm found on (B)(6) 2021. The insulin pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08710 inches. The insulin pump history download was successful using thus. There was no delivery alarm/insulin flow blocked alarm recorded in the formatted history file on the event date. However, no delivery alarm/insulin flow blocked alarm was found in the formatted history file on: (B)(6) 2021 18:34:52.000 alarm alert notification. (B)(6) 2021 18:35:01.000 alarm alert cleared. (B)(6) 2021 03:12:46.000 alarm alert notification. (B)(6) 2021 03:13:00.000 alarm alert cleared during bolus delivery. The customer bolus wizard were recorded and found in the formatted history file on the event date. (B)(6) 2020 01:00:18.000 normal bolus delivered. Normal bolus amount programmed 2.6. Bolus amount delivered 2.6. (B)(6) 2020 10:57:14.000 normal bolus delivered. Normal bolus amount programmed 7.8. Bolus amount delivered 7.8. (B)(6) 2020 15:53:30.000 normal bolus delivered. Normal bolus amount programmed 4.4. Bolus amount delivered 4.4. (B)(6) 2020 18:19:32.000 normal bolus delivered. Normal bolus amount programmed 4.8. Bolus amount delivered 4.8. (B)(6) 2020 20:48:58.000 normal bolus delivered. Normal bolus amount programmed 3. Bolus amount delivered 3. (B)(6) 2020 22:48:10.000 normal bolus delivered. Normal bolus amount programmed 0.9. Bolus amount delivered 0.9. The insulin pump was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts (at quick bolus speed) and were properly recorded in the daily history. No bolus delivery anomaly or history anomaly noted. No under delivery anomaly or over delivery anomaly noted during testing. Also, no unexpected occlusions or insulin flow blocked alarm noted during testing. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba1, pcba2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification. The motor was tested outside of the device and passed. The test p-cap and reservoir locked properly into reservoir compartment. However, a cracked retainer was noted during testing. The following were also noted during visual inspection: a scratched case, a pillowing keypad overlay and a serial number label fading. A cracked retainer was confirmed. No delivery alarm/occlusion alarm not confirmed. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0958-2020. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin flow blocked alarm. Customer stated insulin pump was under delivering insulin because of recurring insulin flow blocked alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.